Manufacturer narrative:
Updated fields; b4, d9, g3, g6, h2, h3, h4, h6, h10. A getinge field service engineer was sent to investigate the issue. The fse adjusted the sensor in the volume cylinder to correct the issue. The unit passed all functional and safety tests. The iabp was returned to the customer for use.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) unit had an auto fill failure error. There was no patient involvement.

Manufacturer narrative:
**UDI related data quality updates only**.